Event description:
It was reported that the customer had high blood glucose levels. The blood glucose reading was in the 300 mg/dl range. The customer stated that he did not think that the insulin pump was working or delivering insulin. He treated using an insulin pen. He stated that he did not have time to troubleshoot the issue and would call back. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.